Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the following fields: d1, d2a, d4- model #, and h6. The reported event was confirmed. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a stress related component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the inner sheath ceramic tip was broken. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The following fields were updated: d2a, and e1. The reported event was confirmed. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.